Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface."

Event description:
It was reported that a malfunction alarm occurred. The customer continued to use the pump for insulin therapy. It was reported that a cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer loaded a new cartridge to resolve the issue.